Event description:
On (B) (6) 2009, the pt reported her insulin infusion device will not turn on. She said her device had a depleted battery and she replaced it with a new battery, but it will not power on. She stated she replaced the battery cover and tried various batteries of the same brand. She then tried another brand of battery and her device began to beep, but would not launch the display. She stated that for the past 6 months her device has been using up batteries in a matter of days. She received the proper low battery and battery depleted displays. She said her device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.